Event description:
Caller reported an alarm 2 followed by alarm 26, indicating occlusion issues. Customer's blood glucose level exceeded 500 mg/dl, displaying as "high." Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy. There was no need for third-party assistance.